Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and found no observations related to the customer complaint. The receiver data log was downloaded and reviewed and found "hwble" hardware error and screen error alarms related to this issue date. The report of the receiver displaying a hardware error code failure was confirmed. Root cause could not be determined post investigation.